Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation.

Event description:
It was reported patient experience discomfort at the supra-orbital lead sites even when stimulation was off. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.